Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the side rail mounted on the ventilator broke. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our field service engineer arrived onsite and tightened the rail retaining torx fasteners as well as allen set screw on holder for humidifier which keeps it from wobbling. The ventilator was then released for clinical use. Our conclusion is that the side rail has been exposed to a mechanical force greater than it is designed to sustain. (B)(4). Exemption #: e2018003 (B)(4).

Event description:
(B)(4).